Manufacturer narrative:
There was no patient involvement or harm. This event was reported to have occurred during testing on the hospital floor, by the respiratory therapist. There was no delay to therapy. Following the advice of the rse, the customer replaced the pm pcba to resolve the problem. The unit was then functional and placed back in service.

Manufacturer narrative:
It was the philips field service engineer (fse) who replaced the power management pcba to resolve the problem.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/04/2021.

Event description:
The biomed is reporting the v60 powered itself off and now will not turn on. The biomed indicated the unit powered itself off and we cannot power back on - green light is on and says it has power. The biomed has removed the battery and is reporting the alternating current (ac) light is on. The remote service engineer (rse) advised the biomed the likely failure is the v60 power management (pm) board and advised biomed the serial number is affected by power management board field change order. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.